Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 200 mg/dl. The customer reported that they tried to change the reservoir and noticed it would not lock into place all the way. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label.